Event description:
Medwatch report received from the user/facility states: "on 3/7/99, a thoracolumber fusion was performed. Incidental to this procedure an epidural catheter was inserted. On 3/10/99 a lumbar re-exploration was performed to remove a section of fractured catheter."